Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h6 the following section was corrected: d5 the reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records could not be performed as product identification such as part and lot number were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical components: item#: unknown, unknown humeral liner; lot#: unknown. G2: treatment of b2 type glenoids with anatomic vs. Reverse total shoulder arthroplasty: a retrospective review, hawayek, bradley et al. Jses reviews, reports & techniques, volume 5, issue 2, 131 - 139. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. H6: component codes: mechanical (g04)- head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on an unknown date. Subsequently, the patient underwent a revision surgery on an unknown date due to instability. Attempts have been made to obtain additional information. No additional information has been received at this time.